Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with no tortuosity and moderate calcification. A 2.75 x 28 mm xience v stent was implanted in the mid rca. Then, the 2.5 x 12 mm xience v stent was planned to be placed distal to the implanted xience v stent in the mid rca. However, when the 2.5 x 12 mm xience v stent exited the guide catheter tip, it was noted that the stent implant was not mounted on the stent delivery system (sds) balloon. No resistance was reported during advancement of the xience v stent through the guiding catheter. The dislodged stent was found inside the guide catheter and was collected with a snare device. A non-abbott stent was implanted in the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, guide cath: launcher 6f, stent: 2.75 x 28 mm xience v. Evaluation summary: analysis noted that the 2.5 x 12 mm stent delivery system (sds) and sheath were not returned. Only the stent implant was returned with blood and contrast, which is consistent with handling. There was no report of any damage observed to the xience v sds or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced; however, without the sds to evaluate, a conclusive cause of the dislodgement cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency